Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No motor error alarm or unexpected no delivery alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a no delivery and a motor error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed no delivery followed by a motor error alarms and the blood glucose went up to 500 mg/dl and treated with insulin pump. Customer stated that the blood glucose reading went down after set change. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. No high blood glucose troubleshooting was performed. The customer was advised that the insulin pump is being replaced and is expected to return for analysis.